Manufacturer narrative:
Qc was performed before the event with acceptable results. A field service engineer (fse) was not dispatched. Per follow-up call, customer stated the patient has been monitored for ck results over 2 weeks period, and the patient's ck results range from 25-50 iu/l. Therefore, the 37 iu/l result agrees with the patient's historical results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a suppressed oir low creatine kinase (ck) result generated by the unicel dxc 600 pro synchron clinical systems. The lab obtained a suppressed oir lo ck result from a neat sample. The specimen was diluted with a known biorad 1 control and a result of 36 iu/l was generated (manual calculation by the customer). The customer confirmed the result by diluting the neat sample with saline which yielded a result of 37 iu/l. The result was reported out of the lab. Patient treatment was not affected in connection to this event.